Manufacturer narrative:
B5, h6- remove 2896.

Event description:
It was reported that the wake button was sticking. Additionally, it was reported that damage to the pump housing caused difficulty loading cartridges. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking. Additionally, it was reported that damage to the pump housing caused difficulty loading cartridges, and out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.